Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that some time post port placement procedure, the catheter was allegedly broken into two pieces. It was further reported that the distal end of the catheter had migrated into the right heart chambers. Reportedly, additional intervention required to recover the migrated part. The status of the patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard m.r.I implantable port attached to a catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture, material separation and identified dent in material issues as a complete circumferential break was noted to the catheter at approximately 9.0cm from the distal end of the cath-lock, that was elliptical in shape. Further, the edges of the complete circumferential break on both the catheter segments appeared smooth and rounded with finely granular and glossy break surface. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement procedure, the catheter was allegedly broken into two pieces. It was further reported that the distal end of the catheter had migrated into the right heart chambers. Reportedly, additional intervention required to recover the migrated part. The status of the patient was reported as stable.